Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction: user has low glucose level.

Event description:
Consumer complaint of blood result reading of "low". Customer has been getting 'lo' with his trueresult meter. Customer feels well and requires no medical attention. Customers expected results are 70-120 mg/dl - not fasting. Verified the strips expire 09/26/2016 and were first opened (B)(6) 2014. The customer confirms the strips are stored in the bedroom. Customer performed a blood test 99 mg/dl. Reviewed the results in the meter memory: customer has tested with his old meter (m04634332) twice and get lo. He bought a new meter (m06157669) and used the same strip lot# pp1595 and got lo results with the meter. Time and date on meter is not set.